Event description:
1 clotting and 2 leaks in one pt (disease: ttp (thrombotic thrombocytopenic purpura)) occurred during the plasma aphaeresis. Clotting occurred in the 1st treatment after 30 minutes from starting. The leaks of the 2nd and the 3rd treatment occurred at the beginning of the treatment. No heparin was used for the 1st and the 2nd treatment, because the physician was not comfortable about using more heparin due to the pt's low platelet count. On the 3rd treatment, 200 units heparin was used. The blood loss in each treatment was unk. But no medical treatments were given at any time and the pt was well.